Event description:
Patient's birthing bed went from medium position to low position suddenly. Parts of the bed fell off into the floor. Patient remained in bed during descent. No injury occurred. Patient transferred to stretcher. Bed removed from room and taken out of service. The bed is in storage and its parts are being used. The bed had its yearly inspection completed approximately 5 months ago and had no problems at that time.